Event description:
Info received indicates during a preventative maintenance inspection, the tech found the brake caster continued to swivel when the caster was locked in brake, but the caster wheel would not roll.

Manufacturer narrative:
The tech replaced the brake caster to repair the bed.